Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #s 2242352-2012-01138 and 2242352-2013-01218 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the exteriors of the loading device and the delivery device. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device tube. The seal was in the body of the loading device, under the window; it remained anchored to the tension spring assembly. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. Investigation date: (B)(4) 2013. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).